Event description:
It was reported that a device was used during a laparoscopic ventral hernia repair. The device outer gasket seal broke. Opened another device to complete the case. There was no consequence to patient.